Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. The user's request was confirmed as the rubber boot near the camera head as well as where the switches are located were separated and not properly seated. There were scratches and moisture inside the charged coupled device (ccd). The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed¿. Reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. "Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." Reference page 8 as per IFU. "Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Reference page 9 as per IFU. "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable." Reference page 12 as per IFU. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported that the "rubber boot" at the bottom of the camera was broken. There was no patient involvement on this reported event, no harm was reported.